Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the pediatric patient was complaining about pain and soreness and when the reporter checked on the site, it was red all over with white pus. The reporter provided a photo of the reported infection to the doctor and patient was given prescription. The reporter forgot the name of the medication, but she said it was an oral medication. The patient took it for 5 days. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).